Manufacturer narrative:
Preliminary eval was performed by lifewatch. The device eval failed impedance and virtual ground. Impedance=0 all tests on white lead. The device passed all other aspects of testing (including thermal testing). The device shall be forwarded to the MFR for add'l analysis. (B)(4) material discolored applies to electrodes. Associated accessory device: act monitor, model #com001, (B)(4).

Event description:
This MDR is being filed as a conservative measure in response to the pt's report that he felt a warm burning sensation on two different occasions and the device eval resulted in an impedance failure. Additionally, the electrode pad under the white lead turned the conductive gel black on both occasions. The pt reported, the center of the white lead electrode pad overheated near the metal snap. The pt removed the device right away both times, and no injury occurred, although, the pt did report his skin was red under the electrodes. No medical intervention was required nor was medication used for treatment. The pt reported neither the device nor the lead wires were warm. The pt did not observe anything unusual concerning the device. The pt started service on (B)(6) 2011. The pt stated, he leaves the device on the shelf in the bathroom when he bathes.